Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found damage consistent with tampering. A system interconnection flex cable was not seated properly. The cable was reseated to remedy the problem. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.